Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 499 mg/dl. The customer was treated with pump and then injection. The customer was admitted to the hospital. The customer is experiencing the symptoms of high sugars, hard time breathing, could not move. The customer cause of emergency room visit as per healthcare provider is sinus infection. The customer was treated with bags of fluids and cat scan. The customer was wearing the pump in time of emergency room visit. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer stated that the drive support is recessed and the high blood glucose was due to bent cannula.